Event description:
Healthcare professional reported approximately one month after injection with juvederm ultra xc in the left jowl area, the patient developed a "red raised bump, swelling, granuloma or infection" at the injection site. The patient was prescribed keflex; symptoms are "better."

Manufacturer narrative:
Further information from the reporter regarding event, product or patient details have been requested. No additional information is available at this time. The events of "red raised bump, swelling, granuloma or infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.